Manufacturer narrative:
(B)(4). Concomitant medical products: cps nut co-cr-mo alloy, item# 178512, lot# 609460. Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to implant fracture. There is no additional information at this time.

Manufacturer narrative:
MDR 0001825034-2019-00016 was reported in error. Upon receipt of the product, it was discovered that the item and lot number reported in the above referenced MDR was incorrect. This event will be reported in MDR 0001825034-2019-00722.

Event description:
No further event information available at the time of this report.